Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was experiencing a lot of vaginal pain; stating that the pain had to be from the stimulation being too strong. They were able to get help from the manufacturer representative (rep) by turning the stimulation down and it helped the pain go away however after turning stimulation down, the therapy had not been working and they've had more urine when cathing. Patient turned the stimulation back up and the pain came back. So they turned the stimulation back down so the pain was not so terrible. Patient advised to follow up with healthcare professional (hcp). No further complications were reported. [B3 date of event is estimate].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their feet swelled earlier this year when their device stopped working and they were retaining fluid. They noted that they almost died because they did not know how to treat it. The caller indicated that they had to place an indwelling catheter and that resolved it at that time.